Event description:
Had lasik performed. In following month have had dry eyes, double vision, spots in vision, headaches. I have a hard time driving at night. The doctor explained the corrective surgery in such a way that it sounded safe. Such as, if an error occurred it could be easily corrected and the lasik flap heals. I tried to do research but didn't find out as much as I needed. After the surgery I have done more research and come across disturbing data. I would never have had this procedure done if I knew the outcome. I believe the surgeon (dr. (B)(6)) was so eager to perform the quicker and easier lasik that he didn't want to mention the possible side effects and didn't mention that the flap never fully heals. Now I will have vision problems for the rest of my life and I have massive anxiety and depression due to the fear of corneal bulging and permanent loss of vision.